Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received for evaluation; however, four retained samples were evaluated. Visual inspection of the sets did not identify any abnormalities that could have contributed to the reported condition. Functional testing of the four sets was performed with an in-house colleague pump. No issues related to the retained sets were observed, and all four sets operated per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a customer used a solution administration set with a colleague infusion pump, the pump presented an 808:03 alarm. This occurred during set-up. There was no patient involvement. No additional information is available.